Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient was in the intensive care unit (ICU) and there was no further information regarding if the ICU treatment was device related or not. This implantable cardioverter defibrillator (ICD) delivered beep tones and recorded high out of range shock impedance measurements, measuring greater than 125 ohms. Latitude data were provided for review. Trending shows average shock impedance range is around 110 ohms to 120 ohms. Boston scientific technical services consultant recommended to increase the shock impedance limit to 150 ohms. No additional adverse patient effects were reported. This ICD lead remains in service.